Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with lightheadedness and tachycardia. Right atrial (ra) lead exhibited potential undersensing. Abnormal pacing spikes noted on the electrograms (egm). Both the ra lead and implantable pulse generator (ipg) remain in use no further patient complications have been reported as a result of this event.